Event description:
A caller reported a " scan again in 10 minutes" message upon scanning the freestyle libre 2 sensor. As a result, the customer was unable to obtain readings when she was hypoglycemic and experienced loss of consciousness. The customer was rushed to the hospital and treated with IV md50 for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.